Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: the procedure was a laparoscopic nephrectomy.

Manufacturer narrative:
(B)(4). Additional information: sleeve. The analysis results found that only the sleeve from a 2b5lt device sleeve was returned and it was observed to be broken. One possible cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the device was inserted into the abdomen, and the obturator removed successfully. When the cannula was being readjusted and twisted deeper into the incision, the cannula broke off close to the threading. The broken portion had to be removed from the abdomen through the 12mm trocar port. There was a five minute delay to the procedure. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.